Event description:
It was reported that the contour curved cutter stapler cs40g missed fired during procedure (sigmoidectomy) resulting in an unintended cut to the bowel and bleeding. The doctor was able to control the bleeding using a different type of stapler.

Manufacturer narrative:
(B)(4). Batch # unknown. Maude report received: # 5107819. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2022. Updated h11 information: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.